Event description:
It was reported that the patient experienced infection. The patient presented on an unknown date and the system was explanted. No further information was available.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information received indicated that the patient presented on (B)(6) 2018 for explant procedure and the system was explanted. The patient was stable post procedure.